Manufacturer narrative:
(B)(4): lens work order search. Results: visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of dark surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
A 13.2mm micl 13.2 implantable collamer lens was received from the facility with a torn haptic. Additional info has been requested, but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.